Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Analysis was unable to verify partial display or no delivery alarm due to blank display. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the display was fading. The customer reported that there was condensation under the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.